Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was inappropriately shocked for svt. The rhythm was an svt with 1:1 conduction. The physician elected not to make any changes. The patient was stable.